Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a device shift occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was deployed in the laa. It was in good ostial position with a successful anchor test. The compression was 20-24 percent and the seal was complete. It met criteria and upon release of the core wire, the device shifted significantly proximal in position and the compression dropped approximately 12 percent. There was still a complete seal and the position did not change further. Limited transthoracic echocardiogram the following day revealed the device was still in position and there was no further migration. There were no patient complications reported. The patient was discharged and a follow up transesophageal echocardiogram is scheduled for the end of (B)(6).